Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient has not been getting relief when using the stimulator. The physician implanted the leads into his bicep area directly on his ulnar nerve. The day of implant and since, he gets coverage in his arm, but he does not like the way that it feels. There were no further external factors noted to be contributing to the issue. It was noted that the patient has been good coverage in his arm to treat his ulnar nerve pain, but the patient does not like the paresthesia and high frequency settings do not help either. The patient system is scheduled to be explanted on (B)(6) 2021.